Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2018 and (B)(6) 2019. Other: the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, 21.0 diopter intraocular lens (iol) was explanted due to patient not tolerating myopia. Patient had previous lasik. Ocular response analyzer (ora) was done. Goal was plano, but result was -2.65. Patient could not tolerate myopia. At explant there was an incision enlargement, but no sutures, and no patient post-op injury. The replacement lens was the same model. It was noted that the product will return. No other information was provided.